Manufacturer narrative:
The investigation into the reported limb ischemia- reversible and thrombus has been completed since the original report was filed. As the necessary clinical information was not provided and the device was not returned, the root cause of the thrombus and limb ischemia was not determined"

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 73-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that following impella explant, the patient complained of right lower extremity pain (rle). Unable to doppler dp pulse on right and popliteal pulse present by doppler. The patient was taken back to catheterization lab for rle angiogram and thrombectomy. The patient tolerated it well and had doppler pedal pulses at the completion of the procedure. According to the catheterization lab report, there was a thrombus in the right external iliac and right tibial peroneal trunk, both treated with thrombectomy and right anterior tibial and right peroneal, both treated with balloon inflations.